Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and had high blood glucose of 421 mg/dl. The customer stated that they were on manual injection to treat the blood glucose. Troubleshooting was performed. No issues found on the insulin pump. The customer also experienced low blood glucose of 48 mg/dl. The insulin pump was returned for analysis.

Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device communicated properly with the test blood glucose meter. The test value of 136 mg/dl was sent from the meter and received by the insulin pump. The pump displayed the test value of 136 mg/dl on the insulin pump screen. No pump/meter communication anomaly noted. Device also communicated properly with the minilink transmitter and the glucose sensor simulator. The test value of 180 mg/dl was properly displayed on device screen. No insulin pump or sensor communication anomaly noted. Device had minor scratched display window and a scratched reservoir tube window. (B)(4).